Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer's blood glucose was 8.3 mmol/l at the time of incident. Customer stated that the insulin pump had a low battery alert, drive motor anomaly, and physical damage as well. Displacement test and self test was performed and completed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings; pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the test. No unexpected motor noise or drive/motor anomaly occurred during testing. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and end cap address label fading.